Manufacturer narrative:
A2, a3, a4 and b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician believes the event was related to the procedure and not the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the same day post implant of this 25mm aortic bioprosthetic valve, it was reported that an echocardiogram (echo) discovered moderate pericardial effusion with some degree of right ventricle collapse. The patient was brought back to the operating room for mediastinal exploration. Transesophageal echocardiogram (tee) discovered persistent drainage, as there was a small area of bleeding in the anterior portion of the aortotomy. A single pledget was used to control the bleed. Blood was evacuated from the pericardial space. Subsequently, 1 day later, the patient became hypotensive and bradycardic. It was further reported that drainage in the chest tubes had increased. The patient returned to the operating room a second time for mediastinal exploration. Evacuation of right hemothroax and control of aortotomy bleeding was performed. 600cc of blood and clot were removed from the chest. The patient received 3 units of packed red blood cells (prbc). The patient has since recovered/resolved. No additional adverse patient effects were reported.